Event description:
Incidents occurred at the end of treatment when the customer is trying to disconnect the patient line from the bloodline that resulted in a blood loss of 400ml with hypotension. No lot number was recorded, and it was only recorded that it occurred intra dialysis. The staff were made aware by blood pooling on the floor under the patient's chair near the end of treatment, the machine did not alarm. Policy & procedure and IFU were followed at set up however the patient's access was covered so the blood was not noticed until near the end of treatment. Information was provided to the customer on not over tightening the connection as the customer has great difficult disconnecting the patient end from the bloodline. The patient received saline for the hypotension, and a hemoglobin was drawn. No transfusion was needed. No additional details were provided.